Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was further reported that they had refilled, but not updated the pump following the refill, and that was the cause of the alarm. There was no interruption in therapy, as the patient had lots of baclofen in the pump. It was suspected that this wasthe issue, but a pump refill was done to be accurate with the amount in the pump. Subsequent refills have been done with no issue. It was noted that the patient has been in the hospital for other issues with infection, and they recently had to travel to do his refill, as they were in the ICU (intensive care unit) for sepsis.

Event description:
It was reported that a pump alarm was heard. Telemetry confirmed that a critical pump alarm was occurring; the alarm was due to zero ml reservoir volume reached. The patient was seen on (B)(6) 2013 for a pump refill; the clinic had a printout showing that the reservoir volume had been updated. The last change date on interrogation was (B)(6) 2013 indicating that the pump was programmed but not updated at the (B)(6) 2013 visit. The printout that they had was a print report and not a session report. The patient had been feeling lethargic and not as strong as he usually did. They were unsure when it started; it may have been before the refill. Because of the symptoms the patient was having, the hcp (healthcare provider) and the family elected to refill the pump again with new drug and check for volume discrepancy. The pump was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report.